Manufacturer narrative:
The investigation for the access site bleed and optical signal issue has been completed. Data logs were reviewed. Signal-to-noise ratio dropped to zero, contrast dropped, gain and lamp stepped up, and light remained relatively stable. These patterns in the optical signal metrics are indicative of sensor damage. Returned product was inspected and there were no visual abnormalities such as damaged pins or catheter kinks. The pump's 5s parameters were all still out of specification when connected to a console, but the pump passed laser continuity. The optical sensor face was removed from the pump, and imaging confirmed evidence of a crack on the surface. This aligns with the data log review. Based on the clinical details that a percutaneous coronary intervention procedure was being done, the patterns in the optical 5s parameters on data logs, and the damage seen to the sensor face on returned product, the cause of the optical sensor issue was determined to be a damaged sensor. The root cause of the access site bleed and optical signal issue could not be determined due to lack of clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered placement signal issue and bleeding during impella cp support. During percutaneous coronary intervention (pci) procedure there was an optical sensor failure that was not resolved. Pci of the left anterior descending artery was successful after 1 stent. This vessel supplied what turned out to be a chronic rca (right coronary artery). The rca was aborted and ultimately the drips were weaned off. Upon field rep arrival there was some discussion on whether to remove or leave in impella due to some ooze post operation. Ultimately since the electrocardiogram improved, impella was explanted and perclose was deployed.